Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600mg/dl and disorientation. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. The customer declined further troubleshooting with tandem technical support (cts), and declined to provided additional information. Pump data review by cts confirmed the pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.